Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible in the guide wire lumen and on the entire length of the stent delivery system (sds), consistent with the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the first row of the proximal end of the stent implant. There were was a kink in the hypotube (bayonet) and outer member 2mm proximal to the guide wire exit notch. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the stent damage and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. It was reported a dissection was noted after the failed attempt to cross. Dissection is a known adverse event listed in the vision instructions for use (IFU). A conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and physical resistance appear to be related to the operational context of the procedure.

Event description:
It was reported that during the stenting procedure in the right coronary artery a rx vision stent delivery system (sds) was advanced but met resistance and did not cross the lesion. The sds was partially retracted and a pilot guide wire was successfully positioned as a buddy wire. The same vision sds was advanced again but met resistance and did not cross the lesion. At this time a dissection was noticed near the target lesion. The sds was removed from the body and a mini vision sds was advanced but could not reach the lesion and was removed. Four additional stents were successfully implanted to treat the target lesion and dissection. The procedure was delayed due to this event and lasted four hours. The patient remained asymptomatic throughout the procedure. There was no adverse patient sequela. Though requested no additional information was provided.